Event description:
A customer contacted physio-control to report that their device failed to provide shock during testing. There was no patient involved in the reported event.

Manufacturer narrative:
The cause of the reported issue was isolated to the power module pcba, however further root cause could not be determined.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. It was observed that the device requires a repair unrelated to the reported event. It was confirmed that the device can not be repaired and it was returned to the customer per the their request.

Event description:
A customer contacted physio-control to report that their device failed to provide shock during testing. There was no patient involved in the reported event.